Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases flat, an opening(extended) and valve crack. Leak test and microscopic analysis was performed which identified a striated opening on radius and valve crack(seat). The fill test inspection was performed, with the result of no blockage. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve and a striated opening due to surgical damage consistent in the use of a surgical tool.

Event description:
Health professional reported right side deflation. Device was explanted.